Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose on an unspecified date was 300 mg/dl with nausea and was associated with intermittent power in the pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the battery compartment was cracked. The reported health event does not qualify as a serious injury. This complaint is being reported because the intermittent power issue and battery compartment crack remained unresolved with troubleshooting.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 12/15/2014 with the following findings: review of the pump¿s black box revealed two unexplained rebooting events. Two battery compartment cracks were observed. The battery cap was found to be stripped and unable to be secure properly to the pump; rebooting was duplicated. A test cap was able to secure and complete investigation. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. A delivery accuracy was passed. Deliveries performed during investigation were accurately recorded in the pump¿s total daily dose history. There was no damage or defect to the pump¿s internal components. Unrelated to the complaint, the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.